Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient was sweating, anxious and could not breathe. The patient's daughter called the fire department for help. The patient's daughter was advised to give the patient baqsimi glucagon nasal spray. The patient was also given apple sauce, juice and crackers. After an hour, the patient stabilized. During the event, the patient's cgm was 170 mg/dl and the bg was 27 mg/dl. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.